Manufacturer narrative:
Summary of evaluation: the evaluation results although not conclusive in the absence of the event baseplate, could not verify the event explanation and suggested that this event is not device related but rather may be associated with intra-operative procedures. Section f1-14: additional info has been received from the user facility. A copy of the user facility report is attached. Corrected data: section h4, a review of the lot history revealed the date of MFR to be 7/96. Section: d6 lot #: user facility report documents lot code = usosva. This lot code reported in error lot code = uosva.

Event description:
Reporter states, "dr had difficulty fully seating the tibial insert." There was no adverse consequence for the pt.